Event description:
Info received indicates the foot brake casters are ratcheting and not holding when in brake.

Manufacturer narrative:
The technician found the foot end brake casters were worn. He replaced both brake casters to repair the bed.